Manufacturer narrative:
H4 device manufacture date has been added. The device history record (DHR) review showed that manufacturing and inspection of product was performed as per applicable procedures and validated process. A sample analysis could not be performed because no samples were available for evaluation. The reported condition could not be confirmed. The affected component is produced by an external supplier. Due to similar cases presented in the past, a corrective and preventative action (CAPA) has been opened to further investigate this issue. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the tube was inserted on (B)(6) 2023 and a broken shaft was discovered on (B)(6) 2023.